Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced migration with an inflatable penile prosthesis (ipp) reservoir. The component moved from the retropubic space to the groin; however, there were no device issues related to the migration. It was stated there was no external pressure or trauma to the pelvic region or abdomen prior to the migration. A surgical procedure was performed in which the component was repositioned. There were no patient complications related to the event.